Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A longitudinal split was observed in the grey lumen of the catheter approximately 5 cm distal to the molded joint. A microscopic observation revealed the edges of the split were somewhat rippled and well-defined with a flat and granular surface texture. One edge of the split was found to overlap the other edge. The damage observed in the returned sample is characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. As a note, the product IFU states: ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ a lot history review (lhr) of redx4945 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the nurse was called to check the line a triple lumen PICC it was noticed that it was leaking. PICC was removed and there is a small hole in the catheter approximately 4-5cm from the hub. When the gray lumen is flushed slowly, there was water droplets on the catheter. Placement info: 5fr triple lumen PICC, trimmed to 38cm, inserted in left basilic, using 3cg technology for tip confirmation, secured with sorbaview.